Manufacturer narrative:
Product complaint #: (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, during evaluation testing at the service repair, it was found that the 10nm torq limiting ratchet handl-6mm hxc failed the torque test. There was no patient involvement. This complaint involves one (1) device 10nm torq limiting ratchet handl-6mm hxc. This is report 1 of 1 for complaint (B)(4).